Manufacturer narrative:
(B)(6).

Event description:
It was reported that microcatheter ruptured occurred. A 135/10 renegade hi-flo microcatheter was selected for transcatheter hepatic artery embolization. Routine surgical setup and draping were performed. The microcatheter was unpacked, prepared, and flushed. During flushing, leakage was observed from the middle microcatheter. Further inspection revealed kinking and damage along the catheter. The procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.